Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the bolus of 5, 8 unit for 29 grams of carbohydrates was delivered, without the customer having any recollection about this event. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.